Event description:
Pt had guidant, model 1270 pacemaker placed in 2000. Pacemaker is now on advisory. Pt continues to have shortness of breath and dyspnea and her congestive heart failure is now class ii. The pt now has complete heart block. She was found to have a malfunctioning ventricular lead with increasing pt thresholds.